Event description:
Patient called nurse to report fever and chills when flushing his IV line. Patient sent to ER for removal of PICC line. Dose or amount: 5ml (500 units), frequency: every 8 hrs, route: IV. Diagnosis or reason for use: prevent clotting of line. Event abated after use stopped or dose reduced: yes.